Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. The customer stated that he is not experiencing any symptoms of low blood sugar and does not need medical attention. Customer's expected results are 100-155mg/dl - fasting. The customer is testing twice a day (fasting) and is on medication for his diabetes (pill form and insulin). The customer is storing the meter and test strips in the bedroom. The customer has not made any recent changes in his diet, exercise regimen, or medication. Manufacturer's expiration date is 05/22/2018 and strip open date is (B)(6) 2016. Customer performed back to back blood test during call with results of 98mg/dl and 83mg/dl non-fasting. Reviewed meter memory (wrong date/time) - 73 mg/dl (B)(6) 2016 10:52 pm fasting: yes; 49 mg/dl (B)(6) 2016 01:18 pm fasting: yes; 76 mg/dl (B)(6) 2016 04:21 pm fasting: yes; 53 mg/dl (B)(6) 2016 10:42 pm fasting: yes; 49 mg/dl (B)(6) 2016 10:25 pm fasting: yes.